Event description:
The facility reported a colleague infusion pump with the reported condition of failure code 810:04. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5(6.13.92).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during evaluation but not duplicated. The root cause of the reported condition could not be identified. The pump head module (phm) was cleaned and dried as a precaution. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.